Event description:
The patient's impella 5.5 device stopped working. Echocardiogram showed device in the ventricle, but the motor current was flat. Suction alarms and decreased flows continued. The patient began feeling cold and clammy, nauseous. Inotropes were increased. Following multiple attempts to troubleshoot by physicians from critical care and transplant cardiology, the patient taken emergently to the or (operating room) to have the impella 5.5 removed. Patient switched to va-ECMO (veno-arterial extracorporeal membrane oxygenation) and listed for urgent heart transplant.